Event description:
Procedure type: laparoscopic sigmoid resection. According to the reporter: the stapler did not fire on the posterior side. The procedure was converted to an open procedure. Additional tissue, several cm on either side of the anastomosis was removed. Operative time was delayed 1 hour.

Manufacturer narrative:
(B)(4).